Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has migrated/rotated within the pocket causing a hematoma and discomfort to the patient. Boston scientific technical services (ts) noted that the device appears to be implanted subcutaneously instead of intermuscularly and recommended surgical intervention. The patient was to be reassessed again in one month. Attempts to obtain additional information were unsuccessful. All available information indicates that this device remains in service.

Manufacturer narrative:
This investigation is on going.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has migrated/rotated within the pocket causing a hematoma and discomfort to the patient. Boston scientific technical services (ts) noted that the device appears to be implanted subcutaneously instead of intermuscular and recommended surgical intervention. The patient will be reassessed again in one month.